Event description:
A customer reported that a metal cover detached from their brightview xct system during a rotational spect scan and hit the patient in the head. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).